Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that they received no delivery alarm. The customer's blood glucose was over 500 mg/dl at the time of incident. Troubleshooting was unable to be performed at the time of call. The insulin pump will not be returned for analysis.